Event description:
It was reported that the patient underwent implant of a pacemaker system on (B)(6) 2025, for third degree atrioventricular block (escape rate of approximately 35 beats/minute). The patient was discharged from the hospital on the afternoon of (B)(6) 2025, and was subsequently found deceased. The time of death was estimated to be between 6 pm an 10 pm the evening of the (B)(6). The patient was found with blood visibly exiting their mouth. It was planned to explant the pacemaker on (B)(6) 2025 and interrogate the device. Follow-up with the field indicated that the hospital registrar requested that the coroner check the device at explant. No further information has been reported at this time.